Manufacturer narrative:
The field service representative (fsr) reviewed the logs, inspected the module, and found the p. M. Sensor leaking. The fsr replaced the part, and the issue was resolved. No additional discrepant sodium, potassium, and/or chloride result issues have been reported since the service activity was completed. The p. M. Sensor was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic sodium, potassium and chloride patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformance's associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following data was provided: sodium initial result 119.0 mmol/l, repeated 139.2 mmol/l (reference range 135-150 mmol/l), no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following data was provided: sodium initial result 119.0 mmol/l, repeated 139.2 mmol/l (reference range 135-150 mmol/l), no impact to patient management was reported.